Event description:
An endeavor sprint otw drug-eluting coronary stent delivery sys length 24mm, diameter 3.0mm, was used to treat a lesion in a pt. It was reported that the device was advanced to the lesion, the balloon was inflated, but on deflation, it was noticed that there was no stent left inside the pt. It was reported that the stent was found outside the pt. Pt was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery sys was returned to medtronic for eval.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: failure to inspect device prior to use. Protective sheath and stylette removed incorrectly. Eval summary: on review of the returned device, the stent was returned off the balloon still on the stylette which confirmed the slippage as reported. The balloon had been inflated. The middle portion of the stent was stretched with two segments severely stretched. There was some slight crown misalignment noted to some proximal stent segments.